Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter (mld) for a 24fr sheath is 8mm. In this case, the patient¿s access vessel diameter mld was 7.5mm, and the vascular tissue was described as fibrotic. It appears that patient factors (smaller than indicated vessel diameter for the 24fr sheath and fibrotic vascular tissue) caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure the patient¿s mid external iliac artery was ruptured. A vascular surgeon was consulted and two 8mm covered stents were implanted. A contrast injection revealed successful repair of the iliac tear. Perclose sutures were used to close the arteriotomy and the case was completed. The patient was transferred to their room in stable condition and discharged to a rehabilitation facility. The smallest diameter of the right iliac artery was 7.5mm; the access vessel was mildly calcified and tortuous. Initially the 16-25fr dilators were advanced without difficulty. A large amount of resistance was felt while trying to advance the 24fr sheath, but the sheath was fully inserted. The case proceeded and the valve was implanted. The sheath introducer was inserted over the wire and the sheath was slowly retracted. A large amount of resistance was felt while attempting to remove the sheath. Ia ntg was administered without success in an effort to dilate the vessel to remove the sheath. A peripheral balloon was placed superior to the sheath from the contralateral side. The rf3 sheath was removed with a fair amount of force. The patient became hypotensive and a contrast injection revealed extravasation in the mid external iliac. The contralateral balloon was inflated and the patient¿s blood pressed was stabilized; blood was administered. There was no issues with the sheath or dilators observed during prep or after the devices were removed from the patient. The event was attributed to the patient¿s fibrotic vascular tissue which failed to stretch the necessary amount to allow the sheath to pass without injuring the vessel